Manufacturer narrative:
Per bench engineer the customers complaint was confirmed. Performance verification tests were performed. The unit is displaying error da pcba adc reference failed and shutting down during testing. The data acquisition pcba board is malfunctioning. Adc reading from the measured 3.3 v supply is less than 2703 - 290. No primary alarms were displayed. The data acquisition board was replaced to address the issue.

Event description:
The customer contacted product support (ps) regarding a v60 and reports it turns off by itself. The customer reported that the unit was not in use on a patient. The customer is unable to troubleshoot unit. He claims the unit was just returned from the bench and wants the unit sent back to the bench. Product support recommends that the power supply is verified as operating properly. There should be 24 dc volts coming out of the power supply, and 120 ac volts going from the ac inlet to the power supply. Additionally, verify the internal battery is not over the 5-year manufactured date as it may need replacing. The unit was sent back to bench repair. Per the bench service engineer, the customer complaint that unit shuts down by itself was confirmed. Performance verification tests were performed. Unit is displaying error 100a and shutting down during test. The data acquisition pcba board is malfunctioning. Adc reading from the measured 3.3 v supply is less than 2703 - 290. Further information is pending.